Event description:
Procedure was performed on the sfa. A protege everflex stent was deployed in the only location not already stented in the common femoral artery. The lesion was extremely tight and needed post deployment angioplasty. As the everflex delivery system was removed, it was noted that the end of stent delivery catheter had dislodged in the patient. Angiography of the graft showed that the small plastic tip approximately 1.5mm in length and 1.5mm in width was actually on the graft prior to the graft anastomosis to the popliteal. Several attempts were made to retrieve the tip, but they were unsuccessful. The procedure was terminated and will be reevaluated. Post procedure, the patient did have good perfusion and patency.